Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a thoracotomy procedure, the green cartridge before it was opened onto the sterile field had all of the staple drives in packaging. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m54g4u. The analysis results showed that one ecr60g cartridge reload was returned inside its sterile package and with 11 drivers out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.